Event description:
Pt underwent an operative hysteroscopy; vaporization and morcellation of intrauterine fibroid using a versapoint electrosurgical unit. Postoperatively the pt developed hypotension and shock. She returned to the operating room for an emergency abdominal exploration, where it was noted that the pt required control of mesenteric bleeding and repair of thermal injuries of the ileum & rectum secondary to the prior procedure.